Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot # v181308, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot # v181308, implanted: (B)(6) 2008, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported for the three days prior to this report the patient had bad tremors. It was noted patient checked both devices with the patient programmer. Right side device shows all three green lights but left side device shows bottom two lights green and the top light yellow. Yellow light on top refers to therapy being off. The patient tried to turn left device on but the middle light did not light up just the top and bottom light. Middle light refers to the implant¿s battery. The patient was unable to adjust stimulation. Additional information requested but had not been received as of the date of this report.